Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During troubleshooting with tandem technical support, customer reported using the cartridge for 5 days. Technical support educated customer that cartridges with novolog insulin should be changed every 72 hours per the user guide. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose ranged from 263 to the 300 mg/dl range.